Event description:
Information was received indicating that a physician was having difficulties communicating with patient's devices. However the physician had access to a back-up system thus no patient therapy was adversely affected. The serial cable was tried with multiple systems and found to be the source of the error. The serial cable was then disposed of. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.